Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07434. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent an interstim placement on (B)(6) 2009. It was reported that the patient underwent a hernia repair with a mesh and nissen fundoplication on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, fecal incontinence, and vaginal wall prolapse. The patient underwent the concurrent procedure of an anal sphincteroplasty during mesh implantation. It was reported that post insertion the patient experienced pain, erosion, infection, bleeding, vaginal scarring, urinary problems, and bowel problems. The patient underwent cystoscopy and bladder distention on (B)(6) 2005 and revision of vaginal graft on (B)(6) 2006 due to extrusion. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-07434. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2006 and vaginal repair with mesh graft revision and cystoscopy on (B)(6) 2006.

Manufacturer narrative:
Date sent to FDA: 08/02/2016.